Manufacturer narrative:
Device used for treatment, not for diagnosis. Van der meijden, o. Operative treatment of dislocated midshaft clavicular fractures: plate or intramedullary nail fixation? (2015) j bone joint surg am. 97:613-619 this report is for an unknown plate (other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: van der meijden, o. Operative treatment of dislocated midshaft clavicular fractures: plate or intramedullary nail fixation? (2015) j bone joint surg am. 97:613-619. The aim of this study was to compare short and midterm results of open reduction and plate fixation with those of intramedullary nailing for displaced midshaft clavicular fractures. The study took place between january 2011 and august 2012 consisting of 120 patients with a displaced midshaft clavicular fracture. Randomization to either plate fixation or intramedullary nailing was performed by central computerized block randomization in the doctor's office. Following fracture reduction, a plate (depuy synthes, (B)(4)) was positioned on the anterosuperior surface of the clavicle and fixed with nonlocking and locking screws. In the other group, a titanium elastic nail (depuy synthes, or stryker, (B)(4)) was inserted from the medial side under fluoroscopic control. All patients were followed clinically and radiographically in the outpatient clinic at two weeks, six weeks, three months, six months, and one year after surgery. In the nailing group, irritation occurred on the medial side in thirty-one patients and laterally in two patients, one patient in this group underwent conversion to plate fixation and had irritation from the plate. This report is for an unknown plate. This is report 1 of 2 for (B)(4). This report pertains to one patient who underwent conversion to plate fixation and had irritation from the plate.